Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. The reported event could not be confirmed during bench testing; the battery was able to fully charge in 4 hours and performed as expected when connected to a controller. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and battery. The patient may have perceived the momentary disconnections as the battery not holding charge or being recognized when connected to the controller. The most likely root cause of the reported event can be attributed to momentary disconnections of the battery. The manufacturer has opened an internal investigation to evaluate controller and batteries intermittent disconnections heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the battery is not holding a charge and is not being recognized as being connected. It was stated that there were no effect on patient. It was further stated that the device was exchanged. No additional information available.